Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer that the customer had a blood glucose (bg) level in the 500s mg/dl and an insulin injection was administered to address the bg level. The cause of this high bg was not reported; however, the customer had been having device issues with the non-tandem infusion sets earlier that day. The customer reverted to using insulin injections to manage diabetes for the remainder of the day.